Manufacturer narrative:
Additional information: sponsor assessed that the event was not related to index device or antiplatelets medication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the rca. It was reported that a dissection b occurred. Event is resolved.